Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, approximately 9 months post the index surgery for c1-c2 fusion, the patient underwent a revision surgery using posterior fixation and rhbmp-2/acs. The patient reports that her neck pain has never resolved and continues to get worse. She report terrible fatigue and body pain, in addition to rashes that were not there before